Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the proximal contact wire was intact. The coil delivery wire was severely kinked/bent and the main coil was manually detached. Functional testing was not required as per procedure. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the patient had subarachnoid hemorrhage (sah) before starting the procedure, and the blood vessels had a lot of thrombogenic progression and spasm. The patient's blood vessels were very long and tortuous. In the case of this complaint, it is probable that anatomical factors encountered during the procedure contributed to the coil becoming detached and being left behind in the patient. The as reported event will be assigned procedural factors. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The coil delivery wire was kinked bent. It can be presumed that the delivery wire was damaged during the procedure as force may have been applied when the friction was felt. Because this defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use, a probable cause of handling damage will be assigned to the delivery wire being kinked.

Event description:
It was reported that during the procedure to treat subarachnoid hemorrhage, the coil (subject device) got stretched and detached prematurely at the aorta artery. The physician attempted to remove the coil with a snare device, but was unsuccessful. It was reported that the patient passed away after the procedure due to brain swelling caused by thrombogenic progression and spasm developed due to the preexisting subarachnoid hemorrhage.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that during the procedure to treat subarachnoid hemorrhage, the coil (subject device) got stretched and detached prematurely at the aorta artery. The physician attempted to remove the coil with a snare device, but was unsuccessful. It was reported that the patient passed away after the procedure due to brain swelling caused by thrombogenic progression and spasm developed due to the preexisting subarachnoid hemorrhage.